Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced inflammation and redness at the ipg site. The patient was prescribed antibiotics. Later, the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg site was cleaned. The patient was prescribed additional antibiotics and will follow up with the physician at a later date.

Event description:
Additional information received identified infection was confirmed. As of (B)(6) 2017 the patient is on antibiotics and is doing well.